Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3550-29, lot# n294766, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that when the patient was charging on friday, she got a power on reset (por) message. She still went ahead and charged it up but had a really faint line. The patient went ahead and charged it up and when the patient programmer (pp) was turned on she no longer saw it. It was noted that the patient had a monthly follow-up appointment on (B)(6) 2015. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from the physician or manufacturing representative and her concerns were resolved. The patient had an appointment on (B)(6)2015.